Event description:
The user stated they had a discrepant hemoglobin a1c result for one patient sample. The user reported a result of 4.01% and received a call from the doctor questioning the result. The user repeated the sample on (B) (6) 2009 with a result of 7.00% from the original analyzer and a result of 6.99% from the integra 800 (B) (4). The user sent a corrected report for the patient. The user stated they do not have access to information concerning whether the patient was treated based on the erroneous result. The field service representative determined there was problem with the sr probe and replaced the probes and checked the syringes and cleaner dispense. He verified the analyzer operation by running precision testing, qc and patient samples.